Event description:
The electrode stopped functioning during the procedure. The customer used another unit and completed the procedure. No harm was done to the patient, doctor, or any of the hospital personnel. The procedure was completed satisfactorily and no intervention was required.